Event description:
This is a spontaneous case report received from a consumer via regulatory authority ((B)(4)) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure, lot number 754913, inserted on (B)(6) 2011 and experienced the following adverse events. In 2011, consumer started experiencing neurological symptoms consisting of moderate paresthesia in arms and legs, dizziness, and problems with balance and coordination. She was diagnosed with a severe vitamin b12 deficiency, with serum b12 level of 150. She was immediately placed on daily vitamin b12 1000 mcg injections and daily oral vitamin b12 1000 mcg supplements. She also presented continuous cardiac palpitations and chest pain and was diagnosed with premature atrial contractions, sometimes bigeminal. She was maintained on a beta blocker medication. In 2012, she started developing spontaneous fevers of 102-103 that would last several days at a time. She also developed episodes of spontaneous swelling, extreme redness and nose pain, alternating between ears, each lasting week to 10 days at a time. She was diagnosed with relapsing polychondritis. She continued to have intermittent fevers, fatigue, joint and muscle pain. In 2013, her flares were so frequent, that it was not being effectively controlled with prednisone. She sated that had no health problems prior to essure. Physician told consumer that it was very suspicious and the implants may have caused a systemic inflammatory response or she may be reacting to the components the device is made of, such as the nickel. She was not tested for a nickel allergy prior to implantation. In 2014, consumer requested to have the essure removed due to her symptoms. A pelvic CT scan was performed and showed both coils had migrated distally in the fallopian tubes, the left practically exiting the fallopian tube near the ovary. On (B)(6) 2014, a laparoscopic pelvic surgery was performed to remove both essures, bilateral salpingectomy and bilateral corneal reaction of the uterus was performed. She related her health problems to essure.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up info received on (B)(4) 2014: ptc global number added as (B)(4). Follow-up from (B)(4) 2014: the required number of follow-up attempts has been made, with no response to date. Follow-up (B)(4) 2014: quality department provided result of product technical complaint analysis (company global ptc number (B)(4)): batch number: 754913. Final assessment: since no product was returned to us for investigation, it was not possible to perform an investigation of the actual device involved in this complaint. Typically, one would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, a review of the manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Medical assessement: the medical event reported are not necessarily indicative of a quality defect. Four (4) additional ae case reports have been received to date in relation to batch number 754913 but none of these cases refer to any similar type of medical event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded 'unconfirmed quality defect'. Based on the info available, there is no reason to suspect a quality defect. (B)(4). Company causality comment: this non-medically-confirmed, spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insertion) inserted and unexperienced relapsing polychondritis and both coils had migrated distally in the fallopian tubes. Both events were considered serious, as medically significant; relapsing polychondritis is unlisted, while both coils and migrated distally in the fallopian tubes is listed according to the reference safety info for essure. Relapsing polychondritis is characterized by inflammation and deterioration of cartilage. Reasons for disease onset are not known. Although, it is understood that generally people are born with the genetic predisposition to developed this disease, which can be triggered due to environmental factors. Relapsing polychondritis may be an auto-immune disease in which the human's body's immune system begins to attack and destroy the cartilage tissues in the body. Considering the pathophysiology of polychondritis disease and the positive temporal relationship, this event was assessed as related to essure therapy. Relapsing polychondritis was regarded as incident, since it let to a laparoscopic pelvic surgery to remove both essures. Bilateral salpingectomy and bilateral corneal resection of the uterus was performed. Regarding the event both coils had migrated distally in the fallopian tubes assumed as device dislocation may occur after a device insertion. Additionally, non-serious events were reported: severe vitamin b12 deficiency, premature atrial contractions, sometimes bigeminal, spontaneous fevers of 102-103 that would last several days at a time, episodes of spontaneous swelling, fatigue and muscle pain. A product technical complaint (ptc) analysis was performed and concluded that based on the info available, there is no reason to suspect a quality defect of the product.